Event description:
It was reported that during a preparation of a recanalization procedure, the catheter allegedly broke. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned for evaluation. A physical investigation was performed for the catheter. A catheter helix was broken and twisted in the handle. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2024).